Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a "sensing issue." The device was reprogrammed but the physician was not happy with the reprogrammed setting, however, no further changes were made. The device remains in use. No patient complications have been reported as a result of this event.